Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on 07-sep-2024 & 08-sep-2024 one infusion set tubing detached from connector and infusion set is used for less than an hour. The blood glucose were 402 mg/dl and patient are addressing due to correction injection via multiple daily injection (mdi). No further information available.